Event description:
It was reported that the patient was experiencing lights stringing out and flickering vision of the peripheries bilaterally along with milky blurriness in the right eye. In addition it was stated that the patient was diagnosed with pseudophakia and status post laser iridotomies. The patient has pre-existing hyperopia with narrow angle glaucoma. Follow-up with the physician indicates that disability paperwork is being filled out for the patient. A separate medical device report (MDR) is being submitted for each eye.

Manufacturer narrative:
(B)(4). The lens remain implanted in the eye. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
Below is corrected information: (B)(6) 2012. All pertinent information available to abbott medical optics has been submitted.